Event description:
It was reported that this right ventricular (rv) lead was left abandoned due to product performance issues. The lead had presented a slight rise in capture thresholds in the past and the patient was reported to have intrinsic conduction but feeling lightheaded and with rhythms of 30 beats per minute. Patient had loss of capture without surpassing 2 of asystole. Technical services advised about opimization of programming for the automatic capture features and educated on automatic capture alert functionality. The lead was left in service back in the time and no other adverse patient effects were reported. Additional information received evidence that the patient underwent surgical intervention to replace this rv lead. No additional adverse effects were reported. The lead is not expected to return as it was abandoned.